Manufacturer narrative:
Correction information section a.1. Advanced bionics considers the investigation into this reportable event as closed. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced sound quality issues. The recipient is presenting with facial nerve stimulation (fns) with device use. Programming adjustments were made, and external equipment was exchanged, however, the issue did not resolve. Recipient has been explanted.

Manufacturer narrative:
Additional information: section d.9. The recipient has reportedly healed following explant surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.